Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use, the balloon on a swan-ganz catheter could not be deflated. It is unknown whether the syringe was attached to the gate valve when deflation was attempted. There was no patient involvement, as this occurred before use.

Manufacturer narrative:
Per additional information received from the customer, it was confirmed that the syringe was attached to the gate valve at the time of the reported deflation issue. There is no product malfunction associated with this complaint. No further actions will be taken. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia.